Manufacturer narrative:
(B)(4).

Event description:
It was reported that the therapy cable was not showing on pads/paddles and was not being recognized by the device. There was no patient involvement.